Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the pt anatomy. An attempt was made to activate the safety release mechanism using the access ports; however, it was unsuccessful. The device was ultimately removed by using an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.